Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for low pacing impedance. The lead is chronically just above the alert threshold and there is only one measurement below the threshold. It was determined to turn off the alert and take no further action. The lead remains in use. No patient complications have been reported as a result of this event.